Event description:
Reporter alleged blood glucose measured 122 mg/dl back to back with a result of 230 mg/dl when testing was performed one minute apart. Customer stated the comparison was discovered when reviewing the meter memory. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.